Event description:
It was reported that there were four (4) potential patients directly impacted by one suspected medical device. The patients underwent procedures involving the same individual suspected medical device between (B)(6) 2024. The patient referenced in this report underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure with the suspected medical device on (B)(6) 2024. The patient presented to the emergency department on (B)(6) 2024 with bacteremia and had a blood culture drawn. When the blood culture resulted positive with carbapenamase-producing carbapenem resistant e. Coli (cp-cre), the patient was admitted to the hospital on (B)(6) 2024. The patient improved with treatment and was discharged with home health on (B)(6) 2024. On (B)(6) 2024, ercp procedure involving suspected medical device was identified as possible link between multiple cp-cre infections. On (B)(6) 2024, suspected medical device was examined by borescope during facility investigation. Borescope revealed a small tear within the inner sheath of the device. It is unknown when the tear appeared on the scope, what caused it, and whether it was present for ercp procedures involving affected patients. The customer reiterated that the device had an inner sheath tear, which the customer was not aware of, and they used the scope on several patients. The customer further stated that the device might have caused a cross contamination between patients. Reportedly, the device has been in quarantine in a secure location. The customer confirmed that the device passed the leak test prior to procedures being done. This report is related to the following linked patient identifiers: patient 1 (B)(6), patient 2 (B)(6), patient 3 (B)(6), patient 4 (B)(6).